Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mis call received on 30oct2023. They were trying to use s/n dyesal004 for normothermia, but the flow was between 0 and 0.2lpm. The patient had on 3 adult xxs pads (didn't place 4th pad over chest tube). They added the 4th pad and placed it to the side, and added a small universal pad and placed it on the lower leg. The flow briefly went to 1.5lpm but was back to 0lpm now. Flow 0lpm, inlet pressure was -9.8psi, circulating pump was 0%. They asked nurse to empty pads. Got the empty pad cycle not complete alarm 07((empty pads not complete). Disconnected pads to place device in manual mode. When they tried to start manual mode, they received a reservoir empty alarm. Advised caller to send device to biomed labeled no flow. They thought they have another device. Asked nurse to allow water to gravity drain from pads into a trash can or basin, if possible, to help prevent overfill on new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mis call received (B)(6). 2023. They were trying to use s/n (B)(6). For normothermia, but the flow was between 0 and 0.2lpm. The patient had on 3 adult xxs pads (didn't place 4th pad over chest tube). They added the 4th pad and placed it to the side, and added a small universal pad and placed it on the lower leg. The flow briefly went to 1.5lpm but was back to 0lpm now. Flow 0lpm, inlet pressure was -9.8psi, circulating pump was 0%. They asked nurse to empty pads. Got the empty pad cycle not complete alarm 07(empty pads not complete). Disconnected pads to place device in manual mode. When they tried to start manual mode, they received a reservoir empty alarm. Advised caller to send device to biomed labeled no flow. They thought they have another device. Asked nurse to allow water to gravity drain from pads into a trash can or basin, if possible, to help prevent overfill on new device.